Event description:
It was reported that the healthcare professional (hcp) does not like the ascenda catheter anchors and deployment tool. It was later reported that the hcp doesn¿t like the fact that ascenda catheter does not come with a second anchor. The hcp also wants the anchoring system to have some type of removal device. It was noted that the hcp had to move the catheter less than ½ of a vertebral body further into the intrathecal space. The ascenda catheter was implanted. No patient symptoms reported. The pump was used to infuse an unknown type of drug.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, product type: catheter. (B)(4).